Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an electrophysiology treatment procedure, a steam pop occurred. During treatment of an atrial flutter of the right atrium the physician performed ablations with a blazer ii ablation catheter and during ablation a pop occurred. The physician removed the catheter from the patient and observed a "bit" of charring on the catheter. The physician cleaned the tip of the catheter and re-introduced it into the patient and completed the procedure. No patient complications were reported and the patient's status is stable.